Event description:
It was reported that the customer received a motor error alarm and a motor position encoder error alarm from her insulin pump. The customer's blood glucose level was 168 mg/dl. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A constant motor error alarm was noted due to a jammed gear box. The displacement test could not be performed due to the motor error alarm. No motor position encoder alarm was noted in the alarm history. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).